Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-jun-2024, it was reported that the patient faced unexpected low blood glucose levels, where the patient blood glucose falls to 50 mg/dl. The patient was admitted to hospital due low blood glucose and received intravenous insulin infusion. It was reported that the patient had lost 20 pounds in the 3-4 weeks and had gallbladder surgery on (B)(6) 2024, patient also reported that feeling tired with the ongoing health issues and had parkinson's using metformin 100mg twice a day. No further information available.